Manufacturer narrative:
Medical devices continued: dtba1d1 crt-d implanted (B)(6) 2017. Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was showing invalid data for p and r-waves. Right atrial (ra) lead undersensing was also observed. No action was taken. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.